Manufacturer narrative:
(B)(4). The insulin pump was received with cracked bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump which has formed a crack in the display and its pix elated in the corner. Customer and pump user stated that the can still see the screen but some areas on it are harder to see. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.